Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011, and found a large amount of gel on the sample wheel cover that had been dragged out of a tube (greiner sst tubes were in use). The sample was loaded on automation line and centrifuged in the automation cent. The cent buckets freely pivot 90 degree position. The issue appears to be with the greiner tubes, not with unicel dxc 800 pro synchron clinical system. The tube recovered and all serum appeared to still be in tube. The fse cleaned the instrument, replaced probe and wash collar, and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a gel noticed in wash collar on unicel dxc 800 pro synchron clinical system. No injury was reported and there was no effect to patient or user.